Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a patient presented with grade 3-4 degenerative mitral regurgitation (mr) and a pre-existing chordal rupture for a mitraclip procedure. The first xtw (30919r1106) opened during establish final arm angle (efaa), before pulling the lock line. The clip opened several times and after troubleshooting. The clip angle was less than 20 degrees before opening and 30 degrees after opening. The clip was removed and replaced. The replacement xtw (30928r2056) passed first efaa of the deployment sequence, but opened during second efaa (after lock line removal). The clip angle was less than 20 degrees before opening and more than 30 degrees after opening. The clip was implanted. An additional clip was implanted for stabilization. The mr was reduced to grade <1. There were no adverse patient effects or clinically significant delay.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.